Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was stuck in rewind process, lip ring was broken and belt clip was damaged as well. The reservoir was able to lock in place. Troubleshooting for rewind process was performed but the insulin pump did not work. The insulin pump also had battery out limit error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify prime or fill anomaly due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.